Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline did not open at the distal end. The device was prepared and used per the instructions for use (IFU). This event occurred during the treatment of a right internal carotid artery, unruptured, saccular aneurysm. The max diameter was 14mm and the neck width was 9mm. The distal landing zone was 3mm and the proximal was 4.25mm. The vessel tortuosity was moderate.